Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the lock/unlock screen. Customer¿s blood glucose level was 198 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.